Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed kinks in the sheath assembly, detachment of the imaging window near the lap joint section, and an imaging core windup. An impedance test showed an electrical open at the proximal end of the catheter, 140-150 cm from the distal housing.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The 75% stenosed target lesion was located in the moderately tortuous mid right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was not displayed immediately after pullback. The procedure was completed with another of the same device. There were no patient injuries reported. However, device analysis revealed the imaging window was detached near the lapjoint section.